Event description:
The customer reported poor image quality with pediatric images.

Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a follow up report. (B)(4).